Event description:
It was reported that the patient was admitted to the hospital due to an overdose. The patient was refilled on (B)(6) 2010 and on (B)(6) 2010, she was admitted to the hospital and was still admitted as an inpatient at the time of this report. The patient was alert now. The medication being delivered via the device system was dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).